Event description:
The customer reported that their device was intermittently locking up. The customer stated that during a training session, it would no longer respond to button presses; however after a power cycle, they were able to observe normal operation. The customer indicated that there was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was able to verify the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the customer¿s device but was unable to duplicate the reported issue. Physio-control observed that the therapy pcb assembly caused an unrelated event code to be logged in the device; however the device functioned properly. The cause of the reported issue could not be determined. The customer received a replacement device.